Manufacturer narrative:
The returned devices were evaluated. During evaluation, the devices passed all visual and functional testing. The sensors were determined to be functioning as designed.

Event description:
It was reported there was an irregular spo2 curve or the sudden loss of the spo2 curve (flat-line) on stable neonates during use of the sensors. It was noted that the led of the sensors would remain on and sometimes flash. The sensors were repositioned; however, this did not correct the issue. There is no report of any patient impact or consequence as a result of the issue.